Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, unit passed the delivery accuracy test. No possible over/under delivery anomaly noted. Unit was downloaded and all bolus delivered were found at the carelink report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was under delivery. The blood glucose level was 312 mg/dl at the time of incident. The current blood glucose was 358 mg/dl. Customer treated with insulin pump. Customer alleging the insulin pump because customer stated that insulin doesn¿t work. The product will return for the analysis.